Manufacturer narrative:
Technician replaced both head and right foot brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the head and right foot brake casters were ratcheting. No pt incident or injury.